Manufacturer narrative:
(B)(4). Batch #r94j5x. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Additional information was requested and the following was received: external reference (B)(4). Date of event : (B)(6) 2020. During the procedure, the harmonic focus devices have been replaced 3 times because after 1h/1h30 of use, an audible signal with an error message appeared : "decrease the pressure on the jaws" with a request on the generator to re-tighten and device no functional. Anesthesia time and tvo increased. Impacted devices : 3 devices har9f, lot rr41816. The complaints (B)(4) have been created by error because when the sales rep has reported that an incident occurred with 3 devices, he did not have the information that it was during the same procedure. The complaints (B)(4) will be cancelled. New information received on 21 jan 2020 , no patient consequence, there was a surgery delay and obstructive ventilation time.

Event description:
It was reported that during an unknown procedure, the device was defective. The harmonic focus devices had to be replaced three times because after an hour to an hour and a half of use, an audible signal and error message appeared reading, "relax pressure on blade" and "tighten assembly." The device became non-functional. Anesthesia time and tvo were increased. There was a surgery delay and obstructive ventilation time. There were no patient consequences.